Event description:
It was reported that during a biliary stent placement procedure, the stent failed to expand. The lesion was located in the common bile duct (cbd). The 10mm x 60mm rx ws biliary stent delivery system (sds) was advanced to the lesion. Following deployment of the stent, the physician noted that the stent failed to expand to the vessel wall. The physician was able to remove the stent by unspecified means and the procedure was completed with another of the same device. The patient's status is reported as "fine."